Event description:
It was reported that when the protective sheath was removed, the stent was dislodged from the stent delivery system (sds) balloon. The dislodged stent was found inside the protective sheath. It was noted that the distal part of the sheath was a little crushed. No other information was availalble. Reportedly, there was no patient involvement with this device.